Event description:
A report was received that the patient was having frequent ipg charging as the ipg would not hold its charge. It was also reported that the ipg was not functioning. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging as the ipg would not hold its charge. It was also reported that the ipg was not functioning. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there is no further course of action.

Manufacturer narrative:
Additional information was received that it was unlikely that the ipg will be replaced. Ipg may be moved for better placement. No device malfunction was suspected.

Event description:
A report was received that the patient was having frequent ipg charging as the ipg would not hold its charge. It was also reported that the ipg was not functioning. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.